Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold and r-wave amp variation. A complete lead was returned in one piece. The helix extension was within specification. The reported events of high capture threshold and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray examination did not find any anomalies on the lead.

Event description:
It was reported that the patient presented for an initial system implant. During post-procedure the day after implant, upon device interrogation it was noted that the right ventricular lead r waves had dropped, and the threshold had risen. It was discovered that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition post-procedure.